Manufacturer narrative:
Additional procode: kwp; kwq; mnh; mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure upon insertion of a 7.0mm viper cortical fix fenestrated screw, the screwdriver tip broke off and became lodged within the head of the bone screw. The pedicle was tapped prior to insertion. The procedure was successfully completed without surgical delay. There were no patient consequences. This report is for one (1) 5.5 ti cort fix 7x45mm. This is report 1 of 2 for (B)(4).